Event description:
It was reported that on (B)(6) 2025, during surgery, while drilling to insert a va locking screw 2.7 into a va-olecranon plate, the drill bit in question interfered slightly with a screw that had already been inserted, and then the tip of the drill bit broke off inside the bone. Because the fragments were so deep, they were difficult to remove, so the surgeons left them in the body and completed the operation. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiry date), h4. Device history review manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- (B)(4). Release to warehouse date: 30-jan-2025. Expiration date: 01-jan-2035. Part number: 03.133.101s, 2.0mm drill bit qc 140mm ster 60mm calibration. Lot number: 49910p6 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 49910p6. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.133m101 - 2.0mm drill bit qc 140mm. Lot number: u464595. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev c met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 21-oct-2024 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 51.9 hrc. Device history review 11-jul-2025: DHR reviewed by: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 49910p6. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.